Manufacturer narrative:
(B)(4); brand name: pelvicol acellular collagen matrix; (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd.